Event description:
On (B)(6) 2011, a gore hybrid vascular graft was implanted during an av access procedure. On (B)(6) 2011, the graft lost primary patency. A thrombectomy and angioplasty of the venous arterial anastomosis was performed. On the (B)(6) 2011, 3 month follow-up visit, the graft remains patent and the pt is doing well.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The device remains implanted; therefore, we were unable to evaluate the device. Based on the reported event, description were unable to concluded the cause of the event.